Event description:
Additional information was received that the sizer was several years old and was sterilized in accordance with medtronic¿s instructions for use. It was reported that the sizer was stored on a shelf in the operating room. The sizer was retrieved from the patient with forceps and no adverse patient effects were reported.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the sizing of this annuloplasty product, it was reported that the sizer had broken off the handle. It was further noted that it then took the surgeon 10 minutes to retrieve the sizer from inside the patient. The sizer was removed and the procedure was completed. The procedure was prolonged due to this. No adverse patient effects were reported.